Manufacturer narrative:
(B)(4). Batch # n54w28. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a whipple procedure, the surgeon attempted to close the stapler on tissue and noticed misalignment of the anvils. He soon discovered a piece of metal cap has fallen off from the hinge next to the staple height selector. The metal cap was retrieved and returned with the stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n54w28. Device evaluation: the analysis found that one ntlc75 device was returned with the right bearing missing, the shroud was noted damage on the same side of the missing bearing the damage noted was as scratch. A cartridge reload was loaded on the device, fully fired and the swing tab in locked position, in addition cartridge b, sr75, n5636m, fully fired, swing tab in locked position. No functional test was performed due to the condition of the device. The damage on the shroud and the right bearing missing is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.